Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linearleads: upn: (B)(4). Model: sc-2352-70. Serial: (B)(4). Batch: 7070272.

Event description:
It was reported that during the implant procedure the patient had anesthesia issues. The implant procedure was aborted after the leads were placed. The patient was flipped to ensure breathing and to be out of the anesthesia. The leads were removed, the implant site was cleaned and closed. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.